Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') and device breakage ('outer coil broke off close to the 4th marker during removal') in a 47-year-old female patient who had essure (batch no. 628324, 654843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced rheumatic disorder ("rheumatism"), alopecia ("hair loss"), thyroid disorder ("thyroid problems") and anxiety disorder ("anxiety disorders"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced complication of device removal ("complication of device removal"). The patient was treated with surgery (removal of essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, device breakage, rheumatic disorder, alopecia, thyroid disorder, anxiety disorder and complication of device removal outcome was unknown. The reporter considered alopecia, anxiety disorder, complication of device removal, device breakage, medical device removal, rheumatic disorder and thyroid disorder to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2010 and (B)(6) 2016 removal was performed at the patient's request. Essure right: 5 winding-in / left: 2-3winding-in. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: normal cervical canal, normal uterine cavity, both tubal ostia are visualised, essure not visible, ostia dilated with forceps. Lot number: 628324, manufacturing date: 2008-10, expiration date: 2011-10. Lot number: 654843, manufacturing date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced rheumatic disorder ("rheumatism"), alopecia ("hair loss"), thyroid disorder ("thyroid problems") and anxiety disorder ("anxiety disorders"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, rheumatic disorder, alopecia, thyroid disorder and anxiety disorder outcome was unknown. The reporter considered alopecia, anxiety disorder, medical device removal, rheumatic disorder and thyroid disorder to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2010 and (B)(6) 2016 quality-safety evaluation of ptc: an in depth ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and device breakage ('outer coil broke off close to the 4th marker during removal') in a 47-year-old female patient who had essure (batch no. 628324, 654843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced rheumatic disorder ("rheumatism"), alopecia ("hair loss"), thyroid disorder ("thyroid problems") and anxiety disorder ("anxiety disorders"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant), 6 years 6 months after insertion of essure. On an unknown date, the patient experienced complication of device removal ("complication of device removal"). The patient was treated with surgery (removal of essure, bilateral tubectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, device breakage, rheumatic disorder, alopecia, thyroid disorder, anxiety disorder and complication of device removal outcome was unknown. The reporter considered alopecia, anxiety disorder, complication of device removal, device breakage, medical device removal, rheumatic disorder and thyroid disorder to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2010 and (B)(6) 2016 removal was performed at the patient's request. Essure right: 5 winding-in / left: 2-3winding-in. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2016: normal cervical canal, normal uterine cavity, both tubal ostia are visualised, essure not visible, ostia dilated with forceps. Most recent follow-up information incorporated above includes: on 7-may-2020: essure device removal questionnaire (partially answered): events ¿outer coil broke off close to the 4th marker during removal¿ and ¿complication of removal device¿, patient¿s date of birth updated, essure batch numbers (628324, 654843), lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced rheumatic disorder ("rheumatism"), alopecia ("hair loss"), thyroid disorder ("thyroid problems") and anxiety disorder ("anxiety disorders"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 6 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, rheumatic disorder, alopecia, thyroid disorder and anxiety disorder outcome was unknown. The reporter considered alopecia, anxiety disorder, medical device removal, rheumatic disorder and thyroid disorder to be related to essure. The reporter commented: essure insertion date discrepancy: (B)(6) 2010 and (B)(6) 2016. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.